Event description:
On (B)(6) 2025, the user reported that the ilet touchscreen was unresponsive due to a cracked screen. A replacement device was arranged. The user disconnected from the pump and resumed insulin injections before blood glucose was affected. No injury was reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.